Manufacturer narrative:
(B)(6).

Event description:
It was reported that a dyonics burr heated up in the powermax elite and melted, therefore it was unable to be removed from the hand piece. It is unknown when the event occurred, if a back up device was available or if a delay was caused due to the device malfunction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a complaint history review could not be conducted. No product identification information was provided and thus a manufacturing record review could not be conducted. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.